Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to connect with a specific device but works normally with other devices. Another prog rammer was used to interrogate the device without issues. The programmer is still in use. No patient complications have been reported as a result of this event.